Event description:
The customer reported that the system does not boot up. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge svc rep found software problem so he upgraded the software (B) (4). The system operates as intended.